Event description:
It was reported that an error code 1 was received during an unknown procedure. The case was completed with a second generator with no patient consequence. Trouble shooting steps were performed.

Manufacturer narrative:
Based on analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint and replaced the main printed circuit board (pcb) to correct the issue. The unit was serviced, repaired and passed all qa functional testing. Complaint information is trended on a regular basis to determine if further investigation is warranted.